Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error after the device was exposed to swimming pool water. Blood glucose level at the time of the incident was 101 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Findings: unit received with critical pump error and pump error confirmed in history file due to corroded force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit received with cracked case corner of the belt clip rails near the battery compartment and minor scratches on case and minor scratches on lcd window.